Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for creatitnine plus ver.2 (creae) on two patient samples. All results are in mg/dl. Patient 1 had original creae result of < 4.6 on a urine sample. The original result was reported outside of the laboratory. The sample was repeated on the same analyzer and generated a repeat result of 64. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient 2 had an original creae result of < 0.2 on a serum sample. The original result was reported outside of the laboratory. The sample was repeated on the same analyzer and generated a repeat result of 0.9. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. The customer refused to provide the lot number and expiration date of the creae reagent that was in use. The field service representative found that nozzle 1 on the rinse mechanism was misaligned. The white nozzle tip was flinging water onto the bottom of the rinse mechanism, and then dripping down into the cells. He realigned the rinse mechanism and rinse nozzle 1. The system was operating according to specifications. Water was no longer accumulating on the bottom side of the rinse mechanism. The customer passed qc.